Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd express pump. The unit was sent to a covidien service center. Upon triage, the service tech found the power cord is cut and the inside copper wires are exposed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Submit date: (B)(4) 2012.